Manufacturer narrative:
The reporter informed the company that the product has been discarded, but a picture of the second toothbrush out of the same package could be provided. Based on this picture the product has been identified as a super thin compact gum care/om162 manual toothbrush. This brush type purchased in korea and produced in (B)(6), is not sold in the us. We have identified only one manual toothbrush type with comparable design that is sold in the us, the cavity defense/om155, but which has significant differences from reporter's brush: it is produced in the us ((B)(4)), with another production processes and with different materials. However, we are reporting out of an abundance of caution. Further, per our technical expertise, excessive and unforeseeable force would need to be placed on the product for this incident to occur during tongue brushing (5x the maximum documented normal-use force noted in literature). The second toothbrush out of the same package has been requested for investigation. Root cause can be verified only by a product return.

Event description:
Case description: report source: spontaneous. The parent reported via phone call on (B)(6) 2018 that his/her daughter, (B)(6) female, was using an oral-b manual toothbrush ultra thin compact soft beginning on an unspecified date. The toothbrush broke, snapping suddenly while she was brushing her teeth and it went down into her throat. She tried to take it out but it was stuck in her throat. She went to the emergency room and the bristles were removed by endoscopy. Concomitant product: none reported. Relevant history: none reported. The case outcome was recovered. No further information was provided. On 15-mar-2018 received follow up: the consumer reported that she used the toothbrush for about two to three weeks. She had used oral-b toothbrushes in the past but didn't know whether they were the same toothbrushes. She applied a little pressure to clean the inner part of the tongue. The toothbrush snapped while brushing and the broken piece got stuck in the inner part of the throat. She couldn't breathe because the broken piece blocked the throat. She tried to swallow it but the toothbrush didn't go down. She went to the emergency room and they performed endoscopy twice. The doctor told her that the piece was about 6-7 cm long when it was taken out. It was reported anesthesia couldn't be administered because she recently ate dinner. No further information was provided. On 30-mar-2018 received medical record: the patient was seen in the department of emergency medicine on (B)(6) 2018 for the foreign body. On 02-apr-2018 received additional information from consumer relations: the consumer did not see the toothbrush but heard about the appearance from her doctor. It was broken at the neck part, so it included the whole brush head and a part of neck.

Manufacturer narrative:
The reporter informed the company that the product has been discarded, but the second toothbrush out of the same package was received and investigated. The product has been confirmed as a superthin compact gum care/om162 manual toothbrush. Based on production code of received sample a plant investigation was done; evaluation of production records confirmed that no issues occurred during production. The investigation of received second brush out of the same package also confirmed that sample was according to specifications, in particular regarding complaint. Conclusion: no failures found.

Event description:
Report source: spontaneous. The parent reported via phone call on 05-mar-2018 that his/her daughter, a (B)(6) year old female, was using an oral b superthin compact gum care/om162 manual toothbrush beginning on an unspecified date. The toothbrush broke, snapping suddenly while she was brushing her teeth and it went down into her throat. She tried to take it out but it was stuck in her throat. She went to the emergency room and the bristles were removed by endoscopy. Concomitant product: none reported. Relevant history: none reported. The case outcome was recovered. No further information was provided. On 15-mar-2018 received follow up: the consumer reported that she used the toothbrush for about two to three weeks. She had used oral-b toothbrushes in the past but didn't know whether they were the same toothbrushes. She applied a little pressure to clean the inner part of the tongue. The toothbrush snapped while brushing and the broken piece got stuck in the inner part of the throat. She couldn't breathe because the broken piece blocked the throat. She tried to swallow it but the toothbrush didn't go down. She went to the emergency room and they performed endoscopy twice. The doctor told her that the piece was about 6-7 cm long when it was taken out. It was reported anesthesia couldn't be administered because she recently ate dinner. No further information was provided. On 30-mar-2018 received medical record: the patient was seen in the department of emergency medicine on (B)(6) 2018 for the foreign body. On 02-apr-2018 received additional information from consumer relations: the consumer did not see the toothbrush but heard about the appearance from her doctor. It was broken at the neck part, so it included the whole brush head and a part of neck. On 09-apr-2018 received product investigation results: conclusion code: no manufacturing cause identified based on investigation. Based on the issue i.e. Broken head, records were verified and no issues were found. Based on the verification of the in-process reports, lab test reports and supplier coa, it was observed that no such issue has been reported during production. Samples would be needed for further investigation. No further information was provided.